Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of bupivacaine via epidural route and the delivery was started. No specific programming parameters were provided. In 2009, at an unspecified time, it was reported the "pump surged (volume surge) after having new batteries fitted". After approx a half hour, while the physician was with the pt, it was reported the pt had a "vaso vagal attack, bp dropped to 50/30." The pt was treated with unspecified concentrations of "metaraminol+ephid and colloid stent." The pt was reported to be "faint but responsive, blood pressure recovered." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy while using battery power. The device delivered a measured volume of 19.9ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Further testing was conducted after replacement of batteries and the device to continue to deliver according to spec. The pump history was printed at the service center. There was no device activity for the reported event date of 2009. A review of the device history indicates the most recent programming activity occurred 2 days prior at 2310, the device was programmed in continuous only delivery in ml mode, with a delivery rate of 7ml/hr, a container size of 150 ml, and air sensitivity set to on and the infusion was started. In the next day at 0030, the delivery rate was changed to 5ml/hr and the delivery restarted. At 0258, the device alarmed for low batteries, the delivery was stopped, and the silence key pressed. At 0301, the device alarmed for power loss. At 0302, the device was powered on using batteries. At 0303, the delivery was restarted and stopped at 0320. At 0324, the device was powered off. A review of the history indicated the pump delivered as programmed.